Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 83-year-old male patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. The device was recertified and returned to the customer with no fault found. It's important to mentioned the customer shared information that the device was inadvertently not plugged into ac and the battery was depleted as a result. The battery used during the reported event was not returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.